Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per the dfu (directions for use) dfu-0255-eo revision 5, important product information - j. Cautions 1. Users of this device are encouraged to contact their arthrex representatives if, in their professional judgment, they require a more comprehensive surgical technique or more information. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. 2. To avoid damaging the instruments, do not impact or subject any instruments to blunt force. 3. Do not use arthrex instruments for any purpose other than their intended use. Manipulating soft tissue or bone with an instrument not intended for that use may result in damage to the instrument. 4. Instruments with adjustable components must be handled with care. Overtightening or rough handling of the instrument may damage the locking mechanism. Mechanisms with internal polymer components may become weakened after repeated autoclaving. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12th february 2026, it was reported by an arthrex employee via email that for an ar-12990, knee scorpion¿, the knee scorpion needle snapped inside the knee scorpion and jammed the whole device. They were unable to dislodge the broken needle fragment. This was detected during a meniscal root repair procedure on (B)(6) 2026. The procedure was completed successfully as another meniscal root tray was opened and they used a different knee scorpion and needle.